Event description:
Dealer alleges the user called to state the replacement power legrests would not move on a (B)(4) power chair. The patient stated to dealer legrests were smoking and could smell a burning scent. Dealer stated their tech went to patient and confirmed stating he could smell burn and smoke.